Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml, lot #73g1500451 investigation did not show issues related to the complaint. The device has not been returned for investigation at this time. Teleflex will continue to monitor and trend related events.

Event description:
During a partial gastrectomy the physician found that the jaw of the applier could not be closed which caused the clips not to close. There was no patient injury.

Manufacturer narrative:
(B)(4). The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The customer returned one unit 543965 autoendo5 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample appears used as there is biological material present on the device. No other defects or anomalies were observed. The IFU for this product, l03496, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. Although no clips were returned, the damages found on the device could lead to loading issues. Other remarks: the reported complaint of "jaw of applier not closing" was not confirmed based upon the sample received. One device was returned. The device was returned with 0 clips remaining which is why the reported complaint issue could not be confirmed. Although the jaws were able to properly close when the trigger was engaged, it is unknown how the jaws would react with a clip in them. The device was found to have broken internal ratchet ears which could affect the end user's ability to properly load and apply clips. At the time of manufacturing assembly, the autoendo5 is 100% inspected for proper clip loading and closure. It is unlikely that this type of damage was present at the time of manufacturing. A device history record review was performed on the autoendo5 with no evidence to suggest a manufacturing related cause. Although the reported complaint issue could not be confirmed since no clips were returned in the device, the broken internal ratchet ears could cause issues with the loading of the clips. Therefore, based upon the observed damage, operational context caused or contributed to this event. No further action will be taken.

Event description:
During a partial gastrectomy the physician found that the jaw of the applier could not be closed which caused the clips not to close. There was no patient injury.